Event description:
The biomed reported the device has a speaker malfunction. The biomed did not test the speaker; therefore, it is unknown if the device produced sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The philips authorized repair facility technician (rft) reported the device was sent to the repair facility without a purchase order. The customer did not respond to attempts to contact them regarding the repair. The device was returned to the customer.